Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed an under-insertion of the tubing into the y-site. Leak testing was performed, and the device leaked at the junction of the tubing and the y-site. The reported condition was confirmed. The cause of the condition was determined to be due to a manufacturing issue. To correct this issue, the production process was updated and awareness training was provided to appropriate personnel. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in the tubing of a vented paclitaxel set during priming with lactated ringer¿s solution. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.